Manufacturer narrative:
Additional information was received that the patient was not using the stimulator anymore and no further information could be obtained by bsn regarding the fractured lead. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that one of the patient¿s leads was fractured.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that one of the patient¿s leads was fractured.

Manufacturer narrative:
Additional information was received that the patient had a successful epidural steroid injection and was doing well.

Event description:
A report was received that one of the patient¿s leads was fractured.